Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the radio frequency controller as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
It was reported that 33 seconds into the procedure, the patient's heart rate began to drop. Anesthesia instructed to pause the ablation cycle. Patient stabilized and physician inserted the hysteroscope to re-evaluate the cavity. The endometrium was blanched. There were no signs of uterine perforation. The physician aborted the procedure. The patient was planned to be sent home after recovery from anesthesia. No additional details available.

Event description:
Additional information received states that medical intervention was required to stabilize patient heart rate.